Event description:
No auto ID with insertion of a new catheter. Unable to ID from product list. There was an eprom error alert. This was an intra-procedure failure. Switched to a new 20mm lasso and problem was resolved. No harm came to this patient.